Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next ez meter with in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found. In the initial report, device identifier # was captured inadvertently. As the model # was not provided, device identifier # could not be determined. In the initial report, event type was inadvertently checked off as "product problem" and "malfunction". The correct event type for this report is "serious injury". Has been corrected.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. No lot #, expiry date or model information was captured as the lot number of the test strips is unknown and model of the meter was not provided.

Event description:
The customer reported high results with their contour next ez blood glucose monitoring system. The customer reported receiving a result of 206 mg/dl and advised she was experiencing symptoms of hypoglycaemia such as shaking, dizziness, sweating and feeling sleepy. A further test was performed 51 minutes later and a result of 69 mg/dl was received. The customer called the paramedics and approximately 2 hours later, they reported a result of 40 mg/dl. The customer was taken to hospital and discharged approximately 5 hours later. No treatment details were provided. The lot number of the test strips is unknown as the customer decants all her strips into another receptacle containing approximately 400 strips. As the lot is unknown, this report will be submitted under the meter. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter were sent to the customer.